Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported the following blood glucose, carbohydrate intake, and insulin bolus history for (B)(6). The device was removed after less than two days of total use, the cannula was bent.